Event description:
I currently have an inspire neurostimulator implanted and it has failed. After noticing it getting weaker pulses for a few nights as I turned it on, it then stopped working all together. After contacting inspire they determined it was not a remote issue so requested that I have a device check. That test resulted in a non functional unit that would require a battery replacement. After learning of a recent recall on the units. I determined mine was not listed but has the exact symptoms that is listed in the recall. Even before I learned of the recall, my concern is that after asking if the whole unit would be replaced with a concern that maybe the one implanted could possibly be what drained the battery. I was told just the battery would be replaced if it no longer has power. I feel it is a must to replace the unit so this will not have a chance to fail again. I'm disappointed that I was not made aware of the recall as they must have known with my symptoms that it was a problem that had already been brought to their attention. I'm scheduled for surgery on (B)(6) 2024 and have been rather anxious that I've had to have this in me not knowing if it's causing any harm. It's been well over two months and I don't feel that I should've had to wait this long. How do I know if the symptom is actually turned off. After syncing my app with my remote, it shows some days that it could've been on for over 8 hours. I don't know if you'd be able to help me insist on a replacement of the whole unit and just not the battery. Unfortunately I know time is short before friday but I truly think I deserve to have it done right.